Event description:
The complainant has reported that a pt underwent a therapeutic ureteroscopy for treatment of a right ureteral stone. During the procedure, the physician noted an abnormal configuration of the uromax ultra dilatation catheter balloon. Balloon pressure was not maintained. The balloon ruptured during dilatation of the right ureter. The clinician noted a small pinpoint laceration in the distal ureter. According to information provided by the user-facility, the laceration is expected to heal without difficulty. A ureteral stent was placed. The patient has not required additional intervention to date. No further information is available at this time.